Event description:
The read state of a study is not affected by the arrival of new images. When a study is marked as read and a new image arrives, the read state does not change to unread as intended. Therefore , the health professional who is reading the study may not be aware that there is additional information available.